Event description:
On (B)(4): customer reports female, under general anesthesia having an exploratory type procedure to help physician biopsy and determine precise location of a tumor when fluoro failed. Pt moved to another room, procedure completed with portable c-arm fluoro unit. No reported injury.

Manufacturer narrative:
Field service engineer confirmed report of no x-ray, finding the x-ray system was ok, but no image from the camera. Fse replaced, adjusted and calibrated the replacement camera per infimed installation and service manual and verified proper operation of system per hut service checklist. System returned to full service by the customer.